Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported no sound since the end of (B)(6) 2022. Troubleshooting of audio processor did not resolve the issue. A revision surgery is considered.

Manufacturer narrative:
Conclusion: the device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. The investigation results appear to match the problems mentioned in the recipient report. Other observed damages are most likely attributable to the explantation surgery. This is a final report.

Event description:
The user reported no sound since the end of on (B)(6) 2022. Troubleshooting of audio processor did not resolve the issue. The user has been re-implanted.

Event description:
The user reported no sound since the end of january 2022. Troubleshooting of audio processor did not resolve the issue. The user will meet the surgeon to pursue revision.

Manufacturer narrative:
Additional information: based on the information and measurements received, a technical implant failure seems likely. In addition in situ measurements show two channels involved in a short circuit and three disabled channels. However, to determine and confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.